Event description:
The facility reported a pump that did not alert air when air was pulled all the way thru the pumping system. This event occurred during patient infusion. Therapy was stopped. The pump would beep for air after turning the pump on/off. There was no patient injury or medical intervention associated with this event. No additional information is available. During a follow-up call to the facility, it was found that the pump was swapped out to restore infusion. No additional information was available.

Manufacturer narrative:
(B) (4) the pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.